Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 11/24/2015. The reporter of the event stated the product would not be returned for analysis, as it remains implanted. Based on the serial number provided, the connecter type associated with this event is assumed to be a taper ii. Device labeling address the reported event of pouch dilatation as follows: adverse events: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Device remains implanted.

Event description:
Reported as: a patient in the lap-band system hero study had an adverse event described as symmetrical pouch dilatation. The event was treated with lap-band ap system adjustment (band deflation) and revision surgery to re-position the device (with preservation of the same band). It was reported that the procedure was performed out-patient, but would have resulted in permanent injury if not performed.